Manufacturer narrative:
Inflammation/ppae: the cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The introducer was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
An impella cp was in place via right femoral arterial access in a 78-year-old female who presented with acute myocardial infarction complicated by cardiogenic shock. The patient was managed in the intensive care unit and received inotropic support, vasopressor therapy, and mechanical ventilation for respiratory support. The patient¿s medical history was significant for diabetes mellitus and end-stage renal disease requiring dialysis. During routine ICU check-in, laboratory studies were being drawn and no issues with impella function were reported. The bedside nurse later observed that the patient¿s right thigh appeared slightly larger, with a mildly firm area palpated lateral and below the insertion site. There was no active bleeding from the impella insertion site and no visible bruising. Manual pressure was applied above the insertion site, and the cardiology team was notified for further evaluation. The patient subsequently experienced inflammation and later expired. Based on review of the available information, the reported inflammation and subsequent death are consistent with known risks associated with critical illness, including cardiogenic shock, diabetes mellitus, end-stage renal disease with dialysis dependence, and the use of large-bore femoral arterial access. Patients requiring dialysis catheters are at increased risk for infection, systemic inflammation, and sepsis, which may contribute to clinical deterioration. Large-bore femoral arterial access may also be associated with localized vascular or soft tissue changes. A comprehensive review of the event did not identify evidence suggesting a causal relationship between the impella cp device and the reported patient event.